Event description:
Balloon pump was placed appropriately and position confirmed. After turning on the balloon pump, the balloon ruptured and clotted. At this point, the balloon was withdrawn over a wire. Because of this, the arteriotomy site enlarged.